Event description:
An (B)(6) year male patient had an ansel sheath inserted through the main sheath for cannulation during an evar procedure. Upon removal of the ansel dilator, a proximal piece of dilator fell off from the dilator without any force. The tip of the dilator snapped off as the physician attempted to remove the dilator from the sheath just after being placed. The physician states that no amount of stress was placed on the tip of the dilator. A small part of the dilator was visible and the physician was able to retrieve separated the tip. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures or experienced any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, drawing, manufacturing instructions, quality control and a visual inspection of the returned product was conducted during the investigation. Visual examination of the returned device confirmed the hub separated from the dilator shaft. The amount of flare on the proximal end of the shaft was very small. Detection activities have been performed. It is possible the connection between the hub and dilator shaft could have been affected during shipping and handling, storage, or product use. We will notify the appropriate internal personnel and continue to monitor for similar complaints. Quality engineering risk assessment was used to evaluate the risk and concluded that there is insufficient risk to require any further action at this time.

Event description:
An (B)(6) year male patient had an ansel sheath inserted through the main sheath for cannulation during an evar procedure. Upon removal of the ansel dilator, a proximal piece of the dilator fell off without any force. The tip of the dilator snapped off as the physician attempted to remove the dilator from the sheath just after being placed. The physician states that no amount of stress was placed on the tip of the dilator. A small part of the dilator was visible and the physician was able to retrieve the separated tip. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures or experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.